Event description:
It was reported that the right ventricular (rv) lead has had chronically high thresholds that resulted in failure to capture. Reprogramming was attempted, but the lead still had unsatisfactory safety margin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).